Manufacturer narrative:
(B)(4). Final report. The initial reporter indicated that the root cause was operative technique. The associated device manufacturing record was reviewed and it confirmed that the parts conformed to specification at the time of manufacture. There was no further information provided. Corin considers this case closed but can be re-opened should further information be provided. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Patient dislocated in recovery following primary trinity/minihip total hip replacement. The minihip stem and modular head were revised the same day whilst the trinity shell and liner were left in situ.

Manufacturer narrative:
(B)(4). Device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be identified and reviewed once the appropriate device info has been provided. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Pt dislocated in recovery following primary trinity/minihip total hip replacement. The minihip stem and modular head were revised the same day whilst the trinity shell and liner were left in situ.